Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a pin hole leak was observed on the right seam near the hanger seam of an eva bag. This issue was observed after compounding. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying water from a location on the upper right hand corner of the bag. Magnified inspection of the leak location identified an edge gouge, located in the top right corner of the bag where the top weld meets the right side of the bag. There was significant eva fray that indicated the gouge was caused by dragging the bag across a rough surface or the edge/corner of the bag being caught on a sharp object. The manual add port membrane had no injection point and no evidence of additional processing after filling. The cause of the condition is unknown; however, a review of the bag manufacturing process did not identify an area of the process that would result in a defect or damage of this nature. Should additional relevant information become available, a follow-up report will be submitted.